Event description:
It was reported that during the procedure in the left anterior descending artery, the promus stent system was advanced into the patient anatomy. The stent delivery system balloon was inflated without difficulty and the stent deployed. An attempt was made to withdraw the stent delivery system; however, resistance was felt with the stent delivery system balloon. The balloon was re-inflated to 2 atmospheres and then deflated and the balloon was able to fully deflate. The delivery system was finally able to be removed intact. No additional intervention was required. There was no reported clinically significant delay and no adverse patient effects. Although requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. A conclusive cause could not be determined; however, there is no indication of a product quality deficiency.